Event description:
Same case as 2134265-2013-08853 and 2134265-2013-08904. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used, however the motor drive unit was unable to perform automatic pullback and the sled was not working. No patient was involved in this event.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).